Event description:
Hcp reported the pt presented with signs of an inflammatory mass at the tip of the catheter. These signs included an increase in pain, and "progressive weakness in his extremities times four." An MRI was done which showed severe spinal stenosis at t2-3 and t3-4 due to both inflammatory/hemorrhagic effect about the tip of the spinal catheter and posterior disc herniation. The pump was stopped in 12/2003. The pt was then given duragesic patches and prescribed oral pain medication. On 12/2003 the pt had a posterior cervical decompression, a left t12-l1 hemilaminectomy, and removal of the intrathecal catheter. Multiple specimens and cultures were taken of the ligamentum flavum due to it's "grayish appearnace." The frozen section (unk source) was reported as "chronic inflammatory or granulation tissue without evidence of polymorphnucleur cells." No pt outcome was reported.